Manufacturer narrative:
H.6 investigation summary. A failure of an instrument cover falling off was reported on a viper lt instrument (p/n 442839, s/n (B)(6)). The customer reported that the instrument cover panels fell off. A bd field service engineer was dispatched to replace the slider doors and reinstall the panel covers. The instrument was returned to the customer in working order. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to door issues. The root cause is unknown. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using the bd viper¿ lt system that the instrument cover fell off. The following information was provided by the initial reporter. Hazard, injury or erroneous results? No. Vlt - 442839 - instrument cover fell off.

Event description:
It was reported that while using the bd viper¿ lt system that the instrument cover fell off. The following information was provided by the initial reporter: hazard, injury or erroneous results? No. Vlt - 442839 - instrument cover fell off.

Manufacturer narrative:
D.3 common device name: instrumentation for clinical multiplex test systems. E. 6 initial reporter e-mail: (B)(6). E.7 initial reporter addr 1: (B)(6). H.6 investigation summary: bd quality has reviewed the complaint, service activities, and adverse event questions. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Complaints received for this device and reported condition will continue to be tracked and trended. Additional investigation will be performed if an actionable level is reached.